Event description:
The MFR's rep reported that the pt had recently moved to another place and was experiencing "overdose" symptoms. The hcp reported that the pt was feeling overmedicated and "whoozy". The pt did not contact the hcp for dose adjustment. "She states she contributes it to sitting in hot tub". The pt recovered without sequela.